Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on 2017-oct-05. It was reported that the cause of the motor stall and patient symptoms of increased pain, nausea, cramping, and shakes was unknown. The motor stall and patient symptoms had been resolved. The patient¿s weight at the time of the event was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) indicated the physician confirmed ¿the pump stopped working¿ which caused the motor stall and symptoms of increased pain, nausea, cramping, and shakes. Actions and interventions taken to resolve the motor stall and patient symptoms included oral medications (opioids). On (B)(6) 2017 the patient was admitted to the hospital for malfunction on the intrathecal pump and underwent pump revision the same day. The patient¿s medical history was updated to include plps (assumed to mean post lumbar puncture syndrome). Concomitant products were not reported. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Analysis of the catheter identified a malformed seal in the cup of the sc connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a patient who was receiving duramorph (morphine) (concentration 2.2mg/ml at a dose of 1.2mg/day) and baclofen (unknown) (concentration 486mcg/ml at a dose of 264.7mcg/day) via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an magnetic resonance imaging (MRI). The event log reported that a motor stall occurred and were still active with multiple motor stalls and recoveries. It was reported that the event log revealed a motor stall on (B)(6) 2017 at 9:49 and recovery on (B)(6) 2017 at 16:24 (no environmental exposure). Another motor stall occurred on (B)(6) 2017 at 6:54 with a recovery on (B)(6) 2017 7:01 followed by another motor stall on (B)(6) 2017 at 8:47 (no recovery). The patient reported symptoms of increased pain, nausea, cramping, shakes. The patient heard the alarm but was not able to recognize that it was coming from the pump right away as he hadn't heard it before. No further complications were reported.

Manufacturer narrative:
Update: the type of report was updated from previously being a malfunction to now a reportable serious injury. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer. As per the manufacturer¿s device registry, the pump was replaced on (B)(6) 2017. As per the pump logs returned with the device, the following occurred: (B)(6) 2017 - motor stall occurred at 09:51 (B)(6) 2017- motor stall occurred at 06:56 (B)(6) 2017 - motor stall recovery occurred at 07:03 (B)(6) 2017 - motor stall occurred at 08:49 (B)(6) 2017 - motor stall recovery occurred at 16:02.